Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited consistently high out-of-range shock impedance measurements up to 135 ohms and high thresholds. It was noted that shock impedance trends were characterized by a gradual rise in measurements, however the cause was not conclusively determined. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.